Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was not identified during any of the performed testing; however, an f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing. The cause of the f-38 alarm was determined to be damaged force sensing resistors (fsrs). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.